Event description:
It was reported that the patient was having difficulty charging due to the ipg pocket being too deep when implanted. The patient underwent an ipg pocket revision procedure and was doing well postoperatively.